Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion being treated was an area of instent restenosis of an unknown stent located in the moderately tortuous left anterior descending (lad) artery. The physician dilated the lesion with a 2.5 x 20mm non-bsc balloon catheter then advanced a 15mm x 2.75mm nc quantum apex balloon catheter to the target lesion. Upon the first inflation at 20atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).